Event description:
It was reported that the catheter needed to be reinserted. The reporter didn¿t know if it was put in incorrectly of if it had come out. The device system was delivering fentanyl, clonidine and bupivacaine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).